Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach was further described as the patient was in a "poor environment." The event was manifested by cloudy effluent, vomiting, and abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported). Dianeal therapy remained ongoing. The patient was discharged after two weeks of hospitalization and recovered from the event. No additional information is available.